Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl, numbness in hand, and deliriousness. The customer alleged that the pump was not delivering insulin properly, however this could not be confirmed as contact called about an issue in the past. Reportedly, the customer continued to use the pump for insulin therapy.